Event description:
This is pertaining to the whoop wearable arm band. It burnt my arm twice, with no response or advise about solutions from the manufacturer. These are not serious burns that require hospitalization, but they are serious enough that I had to take it off, and use otc burn cream for a week or so before it heeled enough to not be painful to the touch.